Manufacturer narrative:
Event date is estimated to be in (B)(6) 2020. This product is registered as a combination product.

Event description:
During a clinic follow-up, an increase in the capture threshold resulting in a loss of capture and episodes of undersensing were observed on the right ventricular (rv) lead. Lead damage of the rv lead was suspected, but was unable to be confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.